Event description:
During the procedure, when the surgeon was using the catheter to remove a stone, the balloon ruptured. No injury to the pt.

Manufacturer narrative:
A MDR decision tree for complaint reporting was reviewed and the device complaint is considered to be reportable. The malfunction was found during the procedure. The pt was not injured and procedure was finished with another device. The device was returned for the eval. We were able to confirm the failure: failure at proximal bond. The balloon was not ruptured and was not detached. Therefore, we can conclude that no pieces of the device were left in the pt. The root cause of malfunction is inconclusive. It is possible that excessive force was used during the procedure contributed to the failure. The device history records were reviewed and all mfg and quality inspections were completed in accordance to the instructions. We have not seen similar complaint in the last 12 months. Please note that there was no pt injuries happened.